Manufacturer narrative:
The product was returned. Solution, haptic edge damage and loose particulate/debris was observed. A lens bench test was conducted with acceptable results. Results from the product history record review indicated the cartridge and the lens met release criteria. Not enough information was provided to complete a phr review for the monarch lot. The product investigation could not identify a root cause. An acceptable lens bench test was conducted with acceptable results. There have been no other complaints reported in the lot number. Case report forms were received on 07/21/2012 and 07/30/2012. (B)(4).

Event description:
Case report forms were received from an investigator who indicated that, following intraocular lens (iol) implant surgery, a clinical study patient experienced significant "fluttering" in her vision which has caused significant anxiety and interfered with her ability to work. The lens was exchanged for the same model and power lens. Additional information was received from the investigator who reported the event is unrelated to the iol.